Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The ultimum ev hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
A 19f ultimum ev introducer was used in the right femoral artery. The patient's blood pressure decreased when the introducer was retrieved. Fluoroscopy identified a dissection in the right iliac artery. Attempts to advance a guidewire to the dissected area were not successful. The dissection was surgically repaired by a vascular surgeon. The physician stated that the dissection was likely caused by the initial advancement of the ultimum ev introducer. The patient required dialysis due to acute renal failure on (B)(6) 2016. The patient expired on (B)(6) 2016.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. (B)(4).